Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via telephone regarding a patient for unknown spinal therapy. It was reported that the cage was inserted in 2008 due to lumbar disc herniation. In (B)(6) the fusion cage implanted by the patient was loosened. The revision surgery needs to be performed to the patient for the removal of cage. There were no further complications or symptoms were reported. Additional information was received via manufacturer representative that the revision surgery was performed for the removal of cage. The product was discarded.